Event description:
Customer reportedly obtained results of 289 mg/dl and 128 mg/dl on the advantage system within 10 minutes . No action taken on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.